Event description:
The account alleged the brake pedal would set but the brakes would not hold. No patient impact.

Manufacturer narrative:
The account found the cause to be a broken weld on the brake engagement pin. The brake pedal was replaced by the account to resolve the issue.